Event description:
The device handle split apart and rendered the clip unusable. A new device was opened to complete procedure. Manufacturer response for atriclip. Manufacturer provided rga# for product return evaluation.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: clip, implantable.

Event description:
The device handle split apart and rendered the clip unusable. A new device was opened to complete procedure. Manufacturer response for atriclip. Manufacturer provided rga# for product return evaluation.